Event description:
Additional information was received from a healthcare professional. Clinic notes from (B)(6) 2016 indicated the patient was quite dizzy. The healthcare professional suggested that it would be appropriate to try and reduce the setting on the intrathecal pump as the patient's pain has improved significantly. The pump managing physician was contacted as a hospitalist was concerned about the pump; however the managing pump physician explained that the pump was quite compatible with MRI. Clinic notes from (B)(6) 2016 indicate that the pump dose was reduced to infuse fentanyl 30 mcg and the personal therapy manager (ptm) was also inactivated. They planned to make an appointment with the patient as soon as possible. The pump physician did not order the MRI. The troubleshooting, cause, and outcome of the zapping were unknown. Clinical notes from (B)(6) 2009 were provided to the manufacturer. The patient's preoperative diagnosis included l5-s1 grade 1 spondylolisthesis with bilateral s1 radiculopathies. On (B)(6) 2009, a l5-s1 laminectomy and l5-s1 discectomy operation occurred. The removal of an ans neurostimulator battery from a separate incision also occurred on (B)(6) 2009. During the operation, the battery was externalized and the lead was removed from the battery port and the redundant wiring of the distal end of the lead was placed into the pocket and the wound was closed. The patient was in a stable condition following the procedures. An emergency room (ER) summary from the radiology department was provided to the manufacturer from (B)(6) 2016. The procedure was noted as chest x-rays. The clinical history was noted as dizziness. Ap and lateral views of the chest were obtained. A comparison x-ray was dated (B)(6) 2010. It was noted that there was a spinal stimulator projecting over the mid-thoracic spine. There was surgical hardware projecting over the lumbar spine. Imaging of the thoracolumbar spine showed an intrathecal stimulator was identified. There were also postoperative changes noted in the lower lumbar spine and lumbosacral junction, noted as scoliosis and osteopenia. There were degenerative changes identified. A metallic linear density overlying the lumbar sacral fusion construct in the dorsal soft tissues of an uncertain etiology and significance was identified. The intrathecal stimulator was overlying the thoracic spine, terminating approximately at t6 and t7 level.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative in regard to a patient receiving fentanyl, clonidine, and bupivacaine via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. On (B)(6) 2016 the patient had a horizontal MRI and felt a sudden zapping in the middle of their spine. During the MRI, the patient pressed the button to stop the MRI and when they started back up the patient started having the sensation again. The patient does have hardware in their back, but has had mris with the back hardware before. It was unknown if the patient has had a MRI with the pump before. Additional information received reported the MRI was a ge-hdx 1.5 tesla. The patient's daughter indicated that the patient may have had a stimulator battery removed years prior, and it was unknown if just the battery or the whole system was removed. There is no record of a medtronic stimulator implant, so the stimulator would have been a competitive system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.